Manufacturer narrative:
The customer indicated that the manual pre-cleaning in the reprocessing unit by the staff is very good and carried out in accordance with the reprocessing guidelines required by olympus. This is followed by automated reprocessing with flowcontrol. Concerns can only be reported for pre-cleaning at the tower by the nursing staff that the cleaning valve is not used. In order to correct the situation for the concerns at the pre-cleaning, an appointment for this in combination with the damage prevention training has been scheduled.the device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and the results were negative. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the duodenovideoscope was sent in due to epidemiological findings concerning several patients who were detected with a multi-resistant pathogen, all of whom were treated with the device so the user facility assumed they might be infected due to a potential contamination of the device. On (B)(6) 2023, the device underwent standard sampling (irrigation of the instrumentation channel plus swabbing the distal end including albara lever niche), with a negative result. The device was released after receiving the negative result. The device was blocked and sampled for the second time on (B)(6) 2023 after the discovery of another case the day prior. It underwent an extended sampling (including irrigation of instrumentation channel after flush/brush/flush plus swabbing of the albara lever niche and instrumentation channel entrance), with a negative result. The device was not released again but sent to olympus for hygiene microbial investigation. The device was reprocessed once before sampling and was last reprocessed on (B)(6) 2023. The sample was taken after storage. The device was stored in a dry cabinet at a temperature of 40°c +/-5° / oxygen concentration like ambient air. The device was last used in a procedure prior to sampling on (B)(6) 2023. It was later reported that there were 3 potential transmissions through the device and all 3 patients have died in the meantime due to serious underlying illnesses. According to the doctors treating 2 of the 3 patients, the transmission had no decisive influence on the course of the disease. Additional information has been requested but the customer has not provided any at this time. This report is for patient 3 of 3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and lms final investigation. Additionally, to provide an update to field h3. The lm reviewed the customers provided the cds processes where deviations from the instruction for use (IFU) were identified. The air/water cleaning channel adapter was not used during pre-cleaning. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy channel, suction channel. Cfu: 0cfu/ml. Bacterial identification: n/a. Sampling from: air/water channel. Cfu: 0cfu/ml. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found to be negative through culture testing by user after reprocessing. Sample locations and sample culture test results from the patients reported to be infected were not available. Additionally, when olympus cultured tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.